Event description:
Consumer states court side glides on the walker wore down and failed causing the patient to fall over the walker. Both walker and glides should be replaced under warranty. (Lrobinson -- did RMA, the walker is now out of balance due to patient falling on it. Both items are being sent back.)